Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients' advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device was not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend identified. Compatibility of components: the compatibility check could not be performed as no product information was provided. Review of incoming information: it was reported that the patient was implanted an unknown hip component in (B)(6) 2002 and revised in (B)(6) 2014 due to pain. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information and documents were received on february 17, 2016, the investigation results were updated according to the received additional information. DHR review results: the DHR check could not be performed as product information was not available. Compatibility check: the compatibility check could not be performed as no product information was provided. Review of incoming information: due to bilateral osteonecrosis, the patient had a hip prosthesis implanted in the right hip on (B)(6) 2002 and a hip prosthesis implanted in the left hip on (B)(6) 2003. The patient has a bilateral mom prosthesis with uncemented stem and cedior press-fit cup. The patient was visited in 2014 and it is reported that he had abnormal sensation and felt noise and squeaking of the right hip and high co ions concentration in the blood. The patient developed a cardiomyopathy in 2014 which has been thought to be attributed to alcohol toxicity and potentially worsened by the high co ions concentration. The hip prosthesis on the right side was revised in (B)(6) 2014 ((B)(4)), while the left hip was revised on (B)(6) 2015 ((B)(4)). A ceramic/pe articulation was implanted. This complaint reports about the right hip. No x-rays or pictures were provided. Surgical notes review: diagnosis: bilateral osteonecrosis. Right side: implantation of a cup size 50 reamed 50, cedior stem 4 medium neck and metal head 38. Patient history review: it is reported, that the patient was visited in 2014 and it is reported that he had high cobalt ions level in the blood. It is also reported that no problem with the left hip was present and that the patient had abnormal sensation and felt noise and squeaking of the right hip. The patient had x-rays on (B)(6) 2014: it is reported that the radiography revealed some geodes (or subchondral cysts) at level of the femur (which were less evident in 2009) and around the cup on the right hip. It is also reported that there is also evidence of head decentration with the impression that the inlay displaced. And this could explain the high co ions in the blood. On (B)(6) 2014 the patient had a CT scan of the pelvis which evidences on several granulomas and fluid collection and bursitis on the right hip. A small granuloma and no prosthetic wear could be observed with a centered femoral head on the left hip. On (B)(6) 2014 the patient was visited in the hospital due to thoracic pain and heart problems. On (B)(6) 2015 the patient had a visit by the eye doctor which did not evidence abnormal founding. On the letter dated (B)(6) 2015 it is reported that the patient developed a cardiomyopathy which could be attributed to alcohol toxicity and potentially worsened by the high co ions concentration. The hip prosthesis on the right side was revised in (B)(6) 2014. A ceramic/pe articulation was implanted. Cobalt blood concentration (generally <0.9 ug/l in the population): (B)(6). Root cause analysis: the patient had a bilateral hip tha implanted in 2002 and 2003. In 2014 the patient had abnormal sensation and felt noise and squeaking of the right hip and had high cobalt ions concentration in the blood. The patient had no problem with the left hip. The radiographic controls evidenced granulomas and head decentration at the right hip. On the left side a vertical cup and a small granuloma could be observed. The patient developed a cardiomyopathy which has been thought to be attributed to alcohol toxicity and potentially worsened by the high co ions concentration. Revision of the right hip was performed in (B)(6) 2014 and of the left hip in (B)(6) 2015. The elevated co levels can be confirmed. Since no product was received it is not possible to elaborate the exact cause high levels. However, it is reported that there was evidence of head decentration. This could have led to an increased wear on the articulating surfaces resulting in the high cocr level. However, all possible causes related to metallosis are listed in the appropriate dfmeas. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported on (B)(6) 2016 that the patient was implanted on (B)(6) 2002 with a hip device (exact device information unknown) on the right side. It is also reported that the patient was revised in (B)(6) 2014 (exact date unknown) due to pain and elevated cobalt chromium levels.

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive x-rays, or other source documents for review. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). Note: this patient is a bilateral patient, the left side is case (B)(4).

Event description:
A patient is pursuing a product liability claim. It is reported that a patient was implanted with a hip device (device name unknown) on an unknown date in (B)(6) 2002 on the right side and was revised on an unknown date in (B)(6) 2014 due to pain.